Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "3.5". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade "3.5". The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, red/yellow particles, creases, and cloudiness/voids in the gel observed after autoclave disinfection cycle. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing. Additional, changed, and/or corrected data: device evaluated by MFR., adverse event problem.

Event description:
Patient reported right side capsular contracture, baker grade "3.5". Additionally healthcare professional reported "patient concern with the textured product." Device has been explanted.

Event description:
Healthcare professional reported patient concern with the textured product. Device has been explanted.